Manufacturer narrative:
Event date was sometime in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue plug of two (2) homechoice cassettes were missing. The reporter stated that this was noticed ¿during use and before use¿ (no further detail). There was no patient injury or medical intervention associated with this event. No additional information is available.